Event description:
Received the following information from an abbott international affiliate which states: "the patient was experiencing a cardiac arrest and they were trying to infuse adrenaline (100 ml/hr) as part of the resuscitation effort. The pump apparently operated for 5 minutes and then stopped with error 64-alarming. The nursing staff had to quickly find another pump and the patient was successfully resuscitated." Additional information has been requested, but has not become available.